Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the penumbra system 3max reperfusion catheter (3maxc) was found to be snapped in half upon removal from the packaging. The damage to the 3maxc was found prior to use and, therefore, was not used in the procedure. The procedure was completed using a different 3maxc.

Manufacturer narrative:
Results: the 3maxc was fractured approximately 34.5 cm from the hub. The 3maxc was kinked approximately 70.0 cm from the hub. Conclusions: evaluation of the returned 3maxc revealed a fractured device. If the device is forcefully mishandled at extreme angles during removal from the packaging, the device may become fractured. Further evaluation revealed a kink on the device. Based on the reported complaint and the return condition, the kink may be incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.